Event description:
End users wife states "her husband was riding the lynx 3 on the lowest speed turning left on a handicapped ramp at the (B)(6) restaurant and the whole scooter fell over to the left of the ramp mr (B)(6) was thrown to the ground. He sustained a cut on his nose which required 5 stitches. Also that he had abrasions on his back, left arm and legs. Paramedics were called to the scene. Mr (B)(6) was treated at (B)(6)." Minor injury alleged.